Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer's allegation was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. It was noted, however, that insufficient cleaning was a likely cause. It was not confirmed if there was physical damage at the material residue point. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis exera iii gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, foreign material was observed in the air/water tube. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection. Upon evaluation, foreign material was identified in the air/water tube of the device. Additionally, the evaluation found the play of the up/down knob was out of the standard value due to wear of the angle wire and there were cracks on the adhesives of the light guide (lg) lens and the bending section cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.